Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. (Calculated from the date when the device was manufactured.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient observed a continuous, unspecified alarm, and that all of the visual alarms were illuminated on the system controller. The patient reported that the mobile power unit (mpu) was plugged into ac power, and that all connections were intact. The patient¿s spouse attempted to exchange the system controller; however, the spouse was confused and connected the driveline to a system controller that was not connected to external power. The alarms continued and the pump was not operating. It was reported that the patient became syncopal. The spouse then connected the system controller to the mpu; however, the device did not start when connected to the mpu. It was reported that the green light indicating power to the mpu was not illuminated. The lvad system was then connected to battery power, and pump function resumed. It was reported that the patient regained consciousness when device operation was restored. The patient was admitted to the hospital in stable condition. It was reported that the lvad clinician plugged the mpu into ac power while not supporting the patient, and that the green led indicating power to the mpu was not illuminated. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned mobile power unit (mpu) revealed a compromised power supply pcb component. As a result the unit was not able to supply power. A specific root cause for the compromised component was not able to be identified during analysis. The company will continue to monitor for similar incidents. The compromised power supply pcb was replaced with a new board, the ac power cord was upgraded to the new v-lock style power cord, the mpu software was upgraded to the latest software version v1.02 and 3 new aa batteries were installed. A full functional test was performed and the device passed all test steps. The mpu was returned to the customer site. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.